Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of use of device issue - user error was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that before the patient with this pacemaker system underwent a magnetic resonance imaging (MRI) procedure, the device battery longevity was 1,5 years remaining. After, the MRI the device switch to safety mode. It was noted that this pacemaker is not approved for magnetic resonance imaging (MRI) even though the lead is MRI conditional. At this time this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that before the patient with this pacemaker system underwent a magnetic resonance imaging (MRI) procedure, the device battery longevity was 1,5 years remaining. After, the MRI the device switch to safety mode. It was noted that this pacemaker is not approved for magnetic resonance imaging (MRI) even though the lead is MRI conditional. At this time this pacemaker remains in service. No adverse patient effects were reported.